Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen had frozen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the screen froze when the stop ventilation button had been pressed in order to turn off the power during a pre-use operation checking. The customer also reported that they had unplugged the unit and turned off the power by detaching the battery and confirmed that the issue occurred again. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse determined that the power management (pm) printed circuit board assembly (pcba) required a replacement. H10: a manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the power management (pm) printed circuit board assembly (pcba). The repair for this unit cannot be conducted at this time due to a back-order status of a part (pm pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.